Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown). The device would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device also was reported to have failed during a separate incident. This incident was reported under medwatch number 1220908-2004-02110.